Manufacturer narrative:
(B)(4). The reported complaint of iab insertion difficulty was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "insertion is difficult and the line appears to be discounted" catheter was replaced to complete the procedure with the same insertion site. No patient injury or consequence reported. Patient condition reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "insertion is difficult and the line appears to be discounted". Catheter was replaced to complete the procedure with the same insertion site. No patient injury or consequence reported. Patient condition reported as "fine".